Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing threshold measurements. Sensing and impedance measurements were acceptable and stable. It was determined the lead had perforated the heart wall. An invasive procedure was performed and this lead was repositioned. Fluid was noted around the heart and a pericardial window was performed. The perforation was not large and the physician feels it will close without further surgical intervention. No additional adverse patient effects were reported.